Manufacturer narrative:
The lvas is reported under MFR. #2916596-2019-04137. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient noticed a burnt smell and light brown marks on the percutaneous lead (pl). Log files and a photo of the pl were sent for review. Technical services observed a no external power event that was caused by power to the mobile power unit being briefly interrupted. The log file contained no evidence of any type of pl issue that would cause a burning smell. The photo showed a small brown mark on the outer surface of the pl silicone jacket, which appeared to have been caused by something externally making contact with the pl silicone jacket. Technical services recommended applying rescue tape if the section appeared to be compromised.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm recorded in the provided log file was confirmed. The log file contained events recorded from (B)(6) to (B)(6) 2019. A no external power alarm was recorded on (B)(6). The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power alarm was not able to be determined. The (B)(4) was not returned for evaluation. Multiple attempts were made; however no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.